Event description:
Procedure type: unk. According to the reporter: balloon would not inflate. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4).